Manufacturer narrative:
This is a final report. It should be noted that the customer was using test strips that are not compatible with the omnipod as per label copy. No products are being returned, no investigation is required.

Event description:
A customer's mother reported her son experienced an unspecified injury related to the use of incorrect freestyle test strips with an omnipod. The customer's mother declined to provide further details of the event other than to say that "her son is at the hospital". No additional information is available. There was no report of death or permanent injury associated with this case.